Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 07/02/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): on (B)(6) 2024 injecting subcutaneous cytotoxic medication using sol-care 25g x 5/8 inches injection needle when applying needle to syringe tightened, heard slight "click" indicating needle was as tight as can go? No defects on inspection, when administering medication med leaked from where the safety attached to the needle onto patient skin.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct date of event provided in the initial MDR. The previously reported was incorrect. The correct date of event is 17-jun-2024.